Event description:
It was reported that the 8100 module was unable to detect IV set when set is loaded. There was no patient involvement.

Manufacturer narrative:
Bd technical support did a troubleshoot with the customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.